Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had a blank display on the insulin pump. The customer¿s blood glucose level was 197 mg/dl. The customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently even after receiving new battery cap. It was reported that the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display problem isolated to the electronic assembly. Device received with pillowing keypad overlay. (B)(4).